Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported difficult to deploy the clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter shaft and the clip was not returned. The investigation confirmed that while the actuator knob had retracted further than expected, it was still attached to the device and had not fully detached. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the excess actuator knob retraction appears to be related to user technique; however, this is an expected function of the device, and is not a product issue. The reported difficult to deploy the clip was a result of the excess actuator knob retraction. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the actuator knob detachment requiring intervention to deploy the clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, during deployment, the actuator knob separated from the cds. The clip was able to be successfully deployed using forceps to turn the mandrel. Another clip was implanted, reducing the mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.